Manufacturer narrative:
Additional fields: h3, h6 corrected field: h6- health effect ¿ clinical code. Related MDR's: 3011175548-2025-0000094, 3011175548-2025-0000097, 3011175548-2025-0000096 & 3011175548-2025-0000095. The customer reported that the end of the 32 fr straight pvc catheters was found to be oval instead of round which caused a kink and blockage in one catheter what was found during use. The user reported that they observed four (4) additional catheters within their inventory with the same oval shape at the end of the catheter. The additional four (4) catheters were not used. The user provided a picture which does show the described issue. It appears as if the catheter was compressed in some way and does not appear otherwise damaged. The user originally had planned to return the unused catheters but changed their mind because another clinician had been able to use the catheters without issue. The lots of these catheters were manufactured between january 22, 2025, and may 13, 2025. Due to the wide manufacturing timeframe of these lots and the lack of any other complaints of this issue, as well as the lack of any inventory from in or around that time-frame contemporaneous samples will not be evaluated. Information about the product storage was not received. No other complaints of this issue have been received and there have been no ncrs for this issue from incoming inspection or manufacturing. Therefore, the most likely cause of the problem lies within the user's facility. The manner in which the catheters are stored may compress them, leading to the shape deformation. A DHR review was completed and did not identify any anomalies in manufacturing. No evidence has been identified to indicate that manufacturing or design contributed to this complaint. A recurring lot number query was conducted for each reported lot number and there have been no other complaints associated with the production lot of finished goods except for the ones stated in the reported complaints. The IFU provides adequate instructions for the setup and use of the device. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. Two excursions were identified, triggered by these complaints, for which cr (B)(4) was initiated. A complaint history review was completed which found no similar complaints. This complaint is confirmed by the provided picture. It cannot be confirmed that the device was nonconforming when it left the manufacturing facility. The evidence indicates that the most likely cause of the complaint is the storage conditions/technique at the user facility. The root cause of these complaints is impossible to define.

Event description:
N/a

Manufacturer narrative:
A follow-up report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that they had identified an issue with a recent batch of chest tubes received. The ends of the chest tubes were oval-shaped on the distal end rather than the standard round shape. The oval shape was not consistent with the required specifications needed for the patients. During a CT of the chest it was observed that the catheter was kinked just as it entered the pleural space, which was causing blockages in the patient and affecting clinical performance. The chest tube was determined to be non-functional and was removed.